Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two single use loading units. Both sulus were received fully applied and the interlocks were engaged with no knife damage. Both sulus were reset and loaded into a test instrument for functional testing. The test instrument and both sulus were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pylorus preserving pancreaticoduodenectomy, the device partially cut the tissue. The same event occurred twice. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device partially cut the tissue. It was also noted that the knife was not up and fired. The same event occurred twice.